Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was using more battery or voltage than it needed. Device reprogramming was done to extend battery life. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed as conclusion code was updated. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was using more battery or voltage than it needed. Device reprogramming was done to extend battery life. The crt-d remains in service. No additional adverse patient effects were reported.